Manufacturer narrative:
E1 - (B)(6). Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had image is flickering. The issue occurred during inspection for use. There were no reports of patient involvement.